Event description:
One endeavor rx drug-eluting stent was implanted in the proximal rca. Patient was asymptomatic at 30 day & 6 month follow up. An acute stemi is reported to have occurred seven months post initial stent implant. Patient came to emergency department at the referring hospital where an mi was diagnosed. Location of mi was inferior. Revascularization of the target lesion was carried out due to restenosis after previous ptca. Investigator has indicated that the event was related to the study stent. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Evaluation results: myocardial infarction, restenosis. Patient code: other, secondary intervention.